Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The initial event of fiber not recognized was not confirmed. Visual analysis identified a fiber body break, as the fiber was received in two pieces. The microscope inspection found that the fiber tips was degraded and the connector was in good condition. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of laser would not recognize and fiber break were defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that the fiber was not recognized by the console. There were no procedure and patient outcome reported. Analysis of the returned device identified a fiber body broken